Event description:
Unsolicited communication from pt who reports she had 2 premix cassettes that "failed". One on (B)(6) 2022 and another (B)(6) 2022. Pt stated the cassettes were in use for about 8 hours at which point she got double beeping on legacy pump. No issues with pump. Pt was able to switch cassette and continue infusion without interruption. Pt has the 2 malfunctioning cassettes. Advised pt to hold onto cassettes for now in case manufacturer requests them back. Cassette lot: 4257112 for both cassettes. No additional information is available at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained in this report if any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; pt has two; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Pt was able to continue infusion; resolved. Reported to (B)(6) by pt/caregiver.